Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024 , that on (B)(6) 2024 , the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced a skin reaction and an infection which occurred 7 days after the sensor had been inserted in the arm. The patient developed burning, redness, inflammation, and an infection extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The patient was treated with an unspecified prescription oral medication. Multiple attempts to contact the reporter were made to verify the medication information; however, no other details were obtained. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.